Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Procedure: knee surgery. According to the reporter: customer reports that while performing surgery, the needle broke. Surgeon stated, the tissue was quite tenacious. The needle tip broke into the pt, fragment was left in the pt otherwise it would have caused too much damage to remove it. No info related to pt available. O pt injury or ill-effect. No medical intervention required. No unanticipated tissue loss, tissue damage or bleeding. No extension to surgical time required. The device is being returned for eval. Add'l info received via email what was the exact procedure? Arthrotomy, and wash out of infected arthroplasty. What anatomical location was the surgeon suturing at the time the needle broke? The lower portion of the knee. How much of the 37mm needle was left in the pt? The surgical assistant was not exactly sure, but believes it was possibly around a quarter of the needle tip.